Event description:
Reporter indicated that system diagnostic testing resulted in high lead impedance at a vns pt's routine office visit. The physician also reported that the pt had had an upper endoscopy procedure which he believed may have contributed to the high lead impedance. Diagnostic testing was reported to be normal prior to the endoscopy procedure. After the endoscopy procedure, the pt reported no longer feeling stimulation of the vns device. No other pt manipulation or trauma was reported. The surgeon viewed the pt's x-rays and reported no anomalies. However, x-rays have not been made available for the MFR to review. Good faith attempts to obtain additional info have been unsuccessful to date. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.